Event description:
Our rep is reporting that during a shoulder repair, a drill guide was deemed damaged prior to use. A replacement same type device was used, and during its use, metal shavings were noted falling to the joint space. The debris was suctioned out of the patient's body. The procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Although the complaint device has not yet been received for evaluation, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated; however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause a follow-up report will be filed.